Event description:
Additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction. This device is no longer considered reportable.

Manufacturer narrative:
Correction: additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction. This device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is being replaced for unknown.